Event description:
A customer contacted baxter's technical service center regarding an overfill in dwell 4 of 4 on the homechoice (hc). The technical service representative (tsr) assisted the home patient (hp) manually drain. The drain volume was 3288ml. The fill volume was 1900ml. This drain volume meets increased intra-peritoneal volume (iipv) criteria. The tsr initiated a swap of the machine and informed the hp to use a manual bag for the last fill. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in follow-up emdr.